Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch mechanism was repaired to replaced to solve the reported issue. Customer contact reports no patient information is available.

Event description:
The hospital reported that the bag to vent switch fails intermittently to switch between ventilation modes. There was no report of patient injury.